Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient cables were not functioning properly following between five and ten uses and sterilizations. Specifically, the cable's connectors were noted to lose function. The cables were returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: one cable had a broken plug shield, but no functional issues were observed during testing. The other cable had a broken insulation and wire at the strain relief. It failed positive continuity testing, due to the damage. If information is provided in the future, a supplemental report will be issued.